Event description:
A bilary stent was placed by the physician. Approx two weeks later the stent migrated from the common bile duct and perforated the pt's duodenum. Surgery was performed to remove the stent. Immediately following surgery the pt's condition was unfavorable. No other info is available.